Event description:
Related to medical device manufacturer's report# 3004742232-2009-00025. It was reported that during an orbital atherectomy (oa) treatment procedure, a guide wire fracture occurred and the tip of the wire remains in the patient's body. The physician inserted the viperwire frm guide wire and positioned the tip in the distal anterior tibial (at) artery. He then used the db-sc-150l oad to treat several small lesions through the sfa, tpt, and at arteries. The lesions were initially treated at 90k rpms, but when the physician attempted to spin these lesions at 150k rpms, the speed would not increase above 90k rpms. The physician elected to remove the oad, but when it was half-way out of the 7f/85cm vipersheath the oad became stuck on the guide wire. This was an up-and-over approach, but the physician was unable to pull the oad back up-and-over the aortic arch for removal, therefore, the physician elected to remove the wire and oad as a unit. During the removal attempt, the guide wire fractured inside of the vipersheath. Attempts to snare the distal fractured wire portion were unsuccessful. The physician inserted a 3mm balloon into the vipersheath and slid it alongside the wire. With slight inflation of the balloon, he was able to capture the wire and remove it. During removal of the guide wire, the tip fractured off and remains in the patient's subcutaneous tissue at the femoral puncture site. The patient status is fine, and pulses are present in the foot. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device has not been received for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record has not been reviewed as the lot number is unknown. The root cause for the reported event is unknown.